Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up. Cybersecurity software upgrade was performed. When the session record date was re-printed the report showed a low longevity on the device. The battery status was ok before end session. The patient was stable. Device remains implanted.